Manufacturer narrative:
A ge service representative performed an over the phone investigation. Technical support was provided to the customer to reset the circuit board 2 circuit breaker on the back of the workstation. The system was working as intended and put back into service.

Event description:
The customer reported that the system would not power on. No patient injury was reported.